Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital upon receiving diaphragmatic stimulation from the left ventricular lead. X-ray imaging confirmed that the lead had become dislodged. On (B)(6) 2017 the lead was repositioned successfully. The patient would be followed routinely.